Event description:
It was reported during use, that the cardiosave intra-aortic balloon pump (iabp) had blood entering the room and helium following breaking of the balloon. There was no harm reported.

Manufacturer narrative:
Corrected data: b5, b6, b7, d10, g2, h6 (clinical and impact code). Updated data: b4, e1 (initial reporter and email), e2, e3, g3, g6, h2, h10, h11.

Manufacturer narrative:
Updated fields: b4, d9, e1(site country), g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes, investigation conclusions), h10, h11.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had blood entering the room and helium following breaking of the balloon.